Event description:
Pt underwent bilateral tubal ligation procedure utilizing bladeless trocar as described in section d of this report. Pt developed abdominal wall hematoma at trocar insertion site, which appeared to be stable at time of closure. Pt subsequently began hemorrhaging, necessitating transfer to sicu. Pt has recovered from incident. Facility switched to this brand/model of trocar three months ago. A similar incident occurred a couple weeks ago but injury was minor, identified/repair during initial procedure and did not result in pt morbidity several physicians have verbalized concern with this particular sized model that the blunt design of tip requires considerable force to insert, while increase chance of pt injury. Injury location strongly suggest source was trocar insertion. Have not previously experienced these complications prior to change in trocar model. Until etiology of problems of problems, product design vs user error, is determine, facility will no longer use this particular size model in main port. MFR is aware, will investigate problem.